Manufacturer narrative:
Date of event: exact date unknown, event occurred early this year. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 20572560/5025211.

Event description:
It was reported that the patient experienced pocket pain and inadequate stimulation despite multiple reprogramming's. The patient believed that pocket pain was not device related. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and leads will not be returned.